Event description:
Customer reported a connection problem with her freestyle navigator continuous monitoring system. Customer reported the transmitter and receiver lost connection during the night and that in the early hours of (B) (6) 2010, due to the loss of connection, her glucose dropped to 15 mg/dl. It was also reported the customer could not be awakened and that she experienced a seizure. Customer's sister called the paramedics who initiated an intravenous infusion of unknown type after a glucagon injection was administered. Customer was unable to state whether any additional treatments were rendered by the paramedics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be sent when the investigation is completed.

Manufacturer narrative:
The receiver and transmitter were investigated and the complaint was not confirmed. Although, cracks were identified on the transmitter, there was no leak indicating any association to the (B)(4).